Manufacturer narrative:
Final analysis- high current drain/eol; mechanism - i.c. Gate floating; component - l.s.I.

Event description:
Information received from the field does not address the patient's clinical status but notes an early failure of the pacemaker.~~~~~~~~~